Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 proposed component code: mechanical (g04)- stem visual examination of the provided pictures identified a partial view of the explanted stem, which is covered in bio-debris. The fracture could not be confirmed. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. It was reported the stem fractured due to a fall, however the reason for the fall is unknown. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised thirty-four (34) years post implantation due to stem fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, the patient was revised thirty-four (34) years post implantation due to stem fracture due to a fall.